Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon evaluation, material was observed at the top of the syringe, verifying the reported concern. A device history review was performed for the reported lot and identified one annotation related to this observation. During the molding process, one cavity was deactivated due to the presence of degraded material. The returned sample was confirmed to have been produced from this cavity. Characterization testing was performed and identified the material to be polypropylene. Additional comparison testing confirmed the observed material is consistent with material that can accumulate within the injection mold, verifying that the degraded material originated from the molding process. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Products from this manufacturing line are routinely sampled and undergo visual and functional inspections at multiple stages of production in accordance with established procedures. No issues related to this concern were identified during these inspections. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll amber had foreign matter. The following information was provided by the initial reporter: it was reported that the sprayer is dirty: brown/beige product at the spray entrance. Additional information provided: the defect was observed before use, so it is not contaminated.